Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The outcome was not device or therapy related. It was unknown if an autopsy was performed and if the pump was explanted. The pump would not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to renal failure and ischemic cardiomyopathy.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was reported that the patient expired due to renal failure secondary to diabetic neuropathy and ischemic cardiomyopathy. The patient¿s outcome was not considered to be device or therapy related. It was reported that an autopsy was not performed, and the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C. Lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information indicated that the device was deactivated on 30jul2024 due to end stage renal failure secondary to diabetic nephropathy and ischemic cardiomyopathy.